Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, it was noted that the patient's right ventricular lead was missing insulation. All lead values appeared normal. The lead was capped on (B)(6) 2019 and a lead was implanted successfully. The patient did not experience any complications before, during, or after the procedure. The compromised lead was tested after being disconnected from the patient's can and did not show any abnormal values or noise. The physician thinks that the lead may have been too short and when the lead was moved the insulation had pulled away due to the tension over the years.